Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) catheter blood was found in the iab catheter. Replaced iab to continue therapy. No patient injury was reported. It was noted that a balloon leak was confirmed in the iab catheter.